Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter inside the auxiliary water tube and a burnt c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the burnt c-cover appears to be due to a component failure; however, the cause of the foreign matter inside the auxiliary water tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.